Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint is confirmed. Meter's date and time were set to 4:20 pm on (B)(6) 2011 when received. Meter data-log was uploaded and reviewed time and date change due to esd was observed. This is a final report.

Event description:
A customer reported receiving an error 6 message on her precision xtra blood glucose meter. On (B)(6), 2011 the customer experienced symptoms of weakness and self-presented to her doctor. She was diagnosed hyperglycemia and diabetic ketoacidosis. The customer was treated with insulin (dosage/type not specified), which was a change from her normal medication(s). She also reported self-treatment with food. There was no report of death or permanent injury associated with this event.